Manufacturer narrative:
This investigation is still in progress. Once the investigation is complete a supplemental report will be provided. Reference MFR. Report: 1221359-2021-02239, 1221359-2021-02256, 1221359-2021-02257, 1221359-2021-02259.

Event description:
The customer reported five (5) conflicting results on a nasal kitted swabs with ID now covid-19 assay. This MFR. Report is patient four of five. Per the customer, the patients were impacted as some did not know if they were covid-19 positive or not. As a result of the discrepant results, medication was prescribed.